Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the personal diabetes manager (pdm) alarmed and the patient was unable to reset the pdm. The batteries were removed and new batteries were placed in but the pdm still would not function. The pdm screen was stuck on the start display and the pdm keys would not work. The patient did not have a backup method of insulin delivery. The patient visited the emergency room (ER) and received a correction bolus for treatment.